Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
It was reported via phone call that the customer has had issues with no delivery alarms on the insulin pump. The patient's blood glucose at the time of incident was 430 mg/dl, which was treated with an unspecified back-up plan. The customer changed the reservoir a few different times but the no delivery alarm kept recurring. The customer also tried infusion sets of a different lot but the alarm persisted. Troubleshooting was initiated for the no delivery alarm. The pump alarmed no delivery during the manual prime process. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The pump passed the displacement, prime and excessive no delivery tests. No excessive no delivery alarm was noted. The pump was received with a cracked reservoir tube lip, minor scratches on the lcd window, and a scratched reservoir tube window.